Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical records, the patient was revised to address pain, instability, osteolysis, metal wear, clicking and locking of the left hip. There was a lot of black, osteolytic tissue which was resected. Pathology reports indicate a fibrous tissue with chronic inflammation and foreign body giant cell reaction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt revised to address clunking and squeaking.